Event description:
The device was returned for it does not maintain date and time. During physical inspection, it was found that there was a damaged downstream occlusion (dso) seal.

Manufacturer narrative:
B3: day unknown; no information has been provided to date. Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The probable cause is the mainboard was damaged. Additionally, it was found that the downstream occlusion(dso) seal was damaged. The mainboard and dso seal was replaced.